Event description:
The customer reported intermittently the system failed to display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane and reseated circuit boards and connectors. The system operates as intended.